Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (born 1939). As the mitraclip remained attached to the posterior mitral valve leaflet, an analysis of the complaint device could not be performed. Potential causes for single leaflet device attachment (slda-the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet) leading to incomplete coaptation are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the clip detached from the anterior mitral valve leaflet and remained attached to the posterior leaflet. It was reported that the leaflet was torn due to the presence of blowy material (structure of valve was thin and floppy), which was noted to be pre-existing; however, after the slda occurred the state of the valve was exacerbated. In this case, it is likely that the pre-existing condition of the leaflet (thin/floppy) contributed to the reported slda of the clip; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. A review of the lot history record revealed no non-conformances issued to the reported lot. A query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. Leaflet tearing occurred. Another clip was implanted to stabilize the detached. It was reported that during a mitraclip procedure, the positioning and grasping the clip on to the mitral valve leaflet was performed without difficulty. The leaflet assessment showed both leaflets were at the base of the clip; there were no problems with visualization. The clip was deployed. Five minutes later, the anterior mitral leaflet (aml) detached from the clip and the posterior leaflet remained fixed in the clip. The aml appeared to have been torn as the structure of the mitral valve appeared to be moving (floppy) more than it was prior to the procedure. Another clip was deployed directly next to first clip to stabilize it. A third clip was implanted more laterally to reduce the mixed mitral regurgitation. The implanting of the two additional clips was reported as a significant clinical delay in the procedure. The mixed mitral regurgitation grade was reduced from 3 to 1-2. Post procedure, the patient was stable. No additional information was provided.